Event description:
It was reported by a neurologist that a vns pt was having an increase in seizures above pre-vns baseline. Pt fell prior to the event and the generator seems to have migrated. The neurologist could not locate the generator easily under the skin and could not interrogate the vns device. The nurse exerted pressure on the wound over the generator and the pt stated that she felt the wand was over the generator. Physician tried to interrogate again but had no success. He troubleshoot the handheld device by unplugging it from the wall and securing all the connections. He also changed the 9v battery and the green power light stayed on for 25 seconds when the reset buttons were pressed. Physician stated he has recently interrogated other vns pts in the last 2 days and had no problems with his programming system. The pt was referred for x-ray where no obvious anomalies were identified in visualized portion of the pt's vns device. The alignment of the positive and negative electrodes appeared to be normal. No strain relief loop is based on the ap view. The generator was placed on the left chest and a small amount of lead was placed behind the generator. The connector pin appeared to be fully inserted. The filter feed-thru wires appeared to be intact. The lead also appeared to be intact at the connector pin. No obvious lead break or acute angles were observed in the lead body that could be visualized. Due to poor image quality, certain section of the lead body could not be assessed properly. No intervention has been planned at this time for the increase in seizures or migration.

Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized.